Event description:
Caller reported blood glucose results of 300 mg/dl and 40 mg/dl on aviva system 1, 102-105 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Absent the device lot number, manufacture date cannot be determined.